Event description:
It was reported that right ventricular (rv) lead exhibited high pacing lead impedance. No capturing and fracture were also noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Only the distal portion of the lead was returned in one piece. X-ray examination found the inner coil was fractured distal to the suture sleeve tie down impressions. Evaluation confirmed all of the inner coil filars were fractured. The cause of the reported events was isolated to the fractured inner coil consistent with fatigue fracture. Unable to perform impedance test due to the condition of the lead as received.